Event description:
During review of the films of a diagnostic angiogram, it was noticed that a foreign particle shot out the end of a catheter. The particle is believed to be crystalized contrast. The catheter used in the procedure was discarded, but it was noted that when it was removed from the pt, it looked normal. There was no injury to the pt. The device appeared normal before the procedure and prepped normally. There were no kinks noted on the device prior to the procedure. There was no vessel dissection, perforation or other vessel damage as a result of the event. The type of contrast used was not available.

Manufacturer narrative:
This device is not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt.